Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating a motor stall, the alert recurred after a restart, and the device was replaced; the user was instructed on restart steps, to ensure adequate charge, to shut down the device to avoid further alerts, and to use backup therapy until the replacement was obtained. Symptoms included hyperglycemia with peak glucose reading ¿high¿ and elevated glucose above 180 mg/dl for approximately 1.5 hours, without ketone testing, without alerts for sustained glucose above 300 mg/dl for over 90 minutes, and without reported clinical sequelae. Outcomes included no medical assistance, no professional intervention, no hospitalization, and no use of backup therapy. Investigation included review of device history and alert verification, patient troubleshooting, and logistical actions for device replacement and return. Investigation of this case revealed a motor stall during pump operation consistent with an insulin delivery malfunction associated with the pump motor/drive component, with the alert recurring after restart. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.